Event description:
Safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following injuries: skin discoloration, soreness and or rashes, and other related respiratory diseases and disorders caused by extended exposure to the toxic substances which lead to the injuries.